Event description:
Patient had a complex revision right total knee arthroplasty performed and patient tolerated the procedure well. Postoperatively, the next day, the surgeon was approached by the johnson and johnson/depuy manufacturer's representatives who informed the surgeon that the improper tibial polyethylene had been given by the manufacturer representative to the surgical team to use to implant into the patient at the time of surgery. It was explained that this component was incompatible with the femoral component and revision should take place as soon as possible. The johnson and johnson/depuy manufacturer's representatives explained that this issue had been discussed over the past twenty-four hours with their engineers and that their engineers felt that there was an incompatibility that necessitated revision of the tibial polyethylene. The johnson and johnson/depuy manufacturer representatives accepted full responsibility and liability in this issue. The surgeon discussed the situation at length with the patient and the family. The day after surgery: patient returned to the operating room and had a right total knee revision arthoplasty (tibial polyethylene only)(poly exchange) performed. During the second surgery: the tibial polyethylene was removed and a trial reduction performed and excellent stability was achieved with a 2x17.5 stabilized plus (depuy:stabilized plus tibial insert; ref:96-2713, lot: 17735a), which according to the manufacturer representative was compatible with the femoral portion of the component. The new polyethylene was inserted. (Both the femoral component, tibial tray and stem, and patellar component were in excellent position and therefore left in place from the original surgery.)